Event description:
Agent dcb registry. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in left main coronary artery extending up to the proximal left circumflex artery with 80% stenosis and was 35mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation using 3.0 mm x 12 mm balloon followed by treatment with 2.50 mm x 30 mm agent drug coated balloon with residual stenosis of 20%. Post dilatation was not performed. On (B)(6) 2021, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 293 days post index procedure, the subject died. It was stated that the subject had been treated with medication.

Event description:
Agent dcb registry. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in left main coronary artery extending up to the proximal left circumflex artery with 80% stenosis and was 35mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation using 3.0 mm x 12 mm balloon followed by treatment with 2.50 mm x 30 mm agent drug coated balloon with residual stenosis of 20%. Post dilatation was not performed. On (B)(6) 2021, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, 293 days post index procedure, the subject died. It was stated that the subject had been treated with medication. It was further reported the subject died due to cardiac arrest.